Event description:
Paramedics had connected the device to a patient for routine monitoring. Reportedly, the device displayed the patient ECG as dashed lines. The crew was able to achive patient monitoring in paddles lead. The reporter indicated pt treatment was not adversely treatment, due to use of paddles lead.